Manufacturer narrative:
No further information is available on the product at this time. No sample or photographic evidence was available. However if any additional relevant information is identified or sample is returned, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that batrik anti-fog was found with seal issues. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).